Event description:
It was reported that a patient who received a knee replacement in 2015 using a stryker implant, after going through difficulties with this implant and testing positive for a nickel sensitivity, he underwent revision surgery and his stryker implants were replaced by smith and nephew oxinium implants in (B)(6) 2018. The patient still in physical therapy, and reports that he is still in pain. His surgeon has discussed the possibility of another surgery, but the patient is reluctant to do that since he has not had good results from the first two surgeries.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.